Event description:
The surgeon removed the visian implantable collamer lens model micl 12.6 from its vial, it appeared to have one haptic that was bent and he didn't want to use this lens. There was no patient contact with the lens.